Event description:
A patient reported that they had a bowel obstruction the week of (B)(6) 2016. They fell the week of (B)(6) 2016. The patient was in the hospital for the fall and subsequently had a bowel obstruction. They had three bowel obstructions in 2016 and they were feeing better since the last one in december. The patient was being treated with an external ptnm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.